Event description:
Info rec'd indicates the high/low function of the bed is drifting down slowly.

Manufacturer narrative:
The accounts engineer replaced the head high/low down valve to repair the bed.